Event description:
It was reported that the patient underwent a lumbar spinal surgical procedure to treat lumbar spinal canal stenosis. It was reported that a revision surgery was performed due to an infection. No additional information is available at this time.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: part g7540120, lot # 0228970w; part g7540120, lot # 0232238w; part g7540120, lot # 0232271w; part g7540120, lot # 0232749w; part g75496545, lot # 0152690w; part g75496545, lot # 0162835w; part g75496545, lot # 0188778w; part g75496545, lot # 0191502w; part g75496545, lot # 0193916w; part g75497540, lot # 0123751w; part g75497540, lot # 0165829w; part g8699100, lot # 0040264w; part g8699100, lot # 0044404w; part 4200822int, lot # h12f1371; part 4200822int, lot # h12j2861; 4200822int, lot # vp49. (B)(6). (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.